Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the grid leakage current out of range. Upon troubleshooting, philips field service engineer (fse) visited onsite and found that the grid leakage current out of range. To resolve the issue, fse did tube conditioning and adaptation. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating grid leakage current was out of range, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.